Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the blade protector on the saw was bent. There was no pt involvement.